Event description:
The customer reported the generation of erroneous ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data from one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the failure mode as a defective ise reference valve. The fse also observed air in the reference tubing. The fse removed the air by priming the system. Replacement of the ise reference valve resolved the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).